Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had taken out the batteries and the battery cap on the insulin pump. Customer set the pump for 24 hours and all of the buttons were unresponsive. Customer's blood glucose was normal and did not require medical treatment. Insulin pump will need to be replaced.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage to the keypad traces. The insulin pump had minor scratches on the display window, cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.